Manufacturer narrative:
(B)(4): no product returned. Result: none. Conclusion: no conclusion can be drawn. It is the company's practice to report all instances where the death of a pt or user is made known to the company irrespective of the role of the company's product in the death. In this case, there is no known or suspected causal relationship between the product and the death. This report is being provided strictly on an info basis. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports one fatal haemorrhage due to an acute subdural hematoma after an accidental fall. This event was not associated with a problem of inr. This event occurred outside the us during the course of a pharmaceutical clinical study.